Event description:
It was reported that the patient was frequently charging the ipg. The patients ipg was replaced and the patient was doing well postoperatively. The explanted ipg will not be returned.

Manufacturer narrative:
For field g3 of the initial MDR, the bsc aware date should have been 07feb2020.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was frequently charging the ipg. The patients ipg was replaced and the patient was doing well postoperatively. The explanted ipg will not be returned.